Event description:
It was reported that the ventilator generated technical error codes indicating disabled valves, an expiratory channel failure and an internal communication failure. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes for software error, disabled valves , ventilation error and communication error. There was no patient harm. The service engineer examined the ventilator on-site but could not reproduce the problem. The control printed circuit board (pcb) was replaced as a precaution according to the recommendations in the service manual. The evaluation of received device logs confirms the reported problem on (B)(6) 2021, the reported date of event during ventilation, and (B)(6) in standby. Pre-use checks passed a week before the event and short after the first event. Simulated use test ventilation confirmed the reported technical error code combination twice. The first 63 hours after ventilation was started and the second 43 hours after. Several software errors and thread warnings were generated. All five pre-use checks during the investigation passed successfully. The conclusion is that the reported problem could be confirmed during the investigation. As no permanent hardware error was found, the cause could not be determined.